Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction was cleared. Subsequently, the pump indicated a data log corruption. Customer's blood glucose level was approximately 170 mg/dl. The customer reverted to an alternate method of insulin therapy.